Event description:
The event occurred on an unspecified date and involved a bag spike adapter w/spiros® w/red cap, vented cap, where it was reported of air leaks in device. The reporter stated that they did not used to notice the air, due to it getting trapped at the intravenous (IV) infusion chamber and would not go down the line. The reporter stated a new drug was being administered with a set that did not have any chambers, they noticed small air bubbles collected along the infusion line to the patient. The reporter stated that they did not used to notice as the air is usually being trapped at the intravenous (IV) infusion chamber and will not go down the line. The customer stated that this no longer makes this a closed system to protect the nurses from chemotherapy drug aerosolization. There was patient involvement however, no report of patient harm.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.